Event description:
MRI scheduled; during injection for the last ten minutes my arms, legs, hands and feet were shaking with tremors in a convulsive manner. My legs came up off the table in convulsions and also bent at the knee. Checked into emergency room directly after MRI.